Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a lesion was imaged with ivus and another company's stent deployed. Adequate stent deployment was then confirmed with ivus. Upon removal of the ivus catheter, the sheath caught up on the wire and kinked the wire. The wire was puled and rotated but could not be removed from the sheath. The devices were then removed as a unit. No pt injury was reported. There were no further detials reported. This event is being reported based on investigational analysis of the device.